Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, weight, race, ethnicity, and medical history were not provided. Expiration date: the device does not have an expiration date as it is a non-sterile re-usable device. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A corrective and preventive action (CAPA) has been initiated to document investigation into the root cause and all corrective / preventative actions taken. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2019-00117. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2019 acclarent identified 3 lots of trudi¿ nav suction instruments (0°, 70° & 90°) that were distributed to customers had a calibration issue in one of their components. This calibration issue caused an incorrect tip orientation display in the trudi¿ system that is used in conjunction with the device. The surgeon still has a functioning endoscopic view in addition to the location feature of the trudi¿ system. No adverse events have been reported for this incident. On march 5, 2019 acclarent initiated a removal of these lots in the field for the potential safety risk associated with the incorrect tip orientation display.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to correct the manufacture information.this is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2019-00117 and 3005172759-2019-00118. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by acclarent product analysis lab on 3/18/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2019-00117 and 3005172759-2019-00118.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: on march 4, 2019 acclarent identified 3 lots of trudi¿ nav suction instruments (0°, 70° & 90°) that were distributed to customers had a calibration issue in one of their components. This calibration issue caused an incorrect tip orientation display in the trudi¿ system that is used in conjunction with the device. The surgeon still has a functioning endoscopic view in addition to the location feature of the trudi¿ system. No adverse events have been reported for this incident. On march 5, 2019 acclarent initiated a removal of these lots in the field for the potential safety risk associated with the incorrect tip orientation display. The product was received by the product analysis lab on 3/18/2019. The investigational finding is documented below. Investigation summary: the 90-degree trudi navigation suction device was received on march 18, 2019. Before decontamination, the returned device underwent visual inspection and was observed to have no obvious damage. The device underwent decontamination for two hours with a 10% bleach solution. The returned device underwent electrical testing using the lab multimeter (calibration date: 2/1/2019; due 2/29/2020. Below are the results of the electrical testing: knob position purpose pass criteria results: sensor connectivity 200 o ±25 o (202.6o). Connectivity of shield to device stainless steel body < 10 o (1.3 o). Eeprom connectivity > 50 ko and < 10mo (5.898 ko). Isolation between sensor and shield > 1 mo (0l mo). Isolation between sensor and eeprom io > 1 mo (0l mo). Isolation between sensor and eeprom gnd > 1 mo (0l mo). Isolation between shield and eeprom io > 1 mo (0l mo). Isolation between shield and eeprom gnd > 1 mo (0l mo). The electrical test results underwent further review was performed on march 25, 2019. It was identified that it is possible to obtain a false failure reading on knob 3. As a result, the electrical testing was updated to add a note to allow for the testing to be repeated in opposite sequence in the event of having a value that does not meet the pass criteria for the eeprom connectivity test. This was to align with the test method currently implemented during manufacturing and at (B)(6) medical. Electrical testing was performed on the returned device again on march 27, 2019 using the lab multimeter (calibration date: 2/1/2019; due 2/29/2020. Below are the results of the electrical testing: knob position purpose pass criteria results: sensor sensor connectivity 200 o ±25 o (202.6o). Connectivity of shield to device stainless steel body < 10 o (1.3 o). Eeprom connectivity > 50 ko and < 10mo (449.1 ko). Isolation between sensor and shield > 1 mo (0l mo). Isolation between sensor and eeprom io > 1 mo (0l mo). Isolation between sensor and eeprom gnd > 1 mo (0l mo). Isolation between shield and eeprom io > 1 mo (0l mo). Isolation between shield and eeprom gnd > 1 mo (0l mo). The returned complaint device was confirmed to meet testing specification / requirements. The returned complaint device was plugged into a trudi¿ unit (kt-2004-00f, sf version 1.3.0.21) and the following was observed: incorrect tip orientation display in the trudi¿ system. The issue calibration issue was confirmed / verified with the analysis testing performed on the returned complaint device. A corrective and preventive action (CAPA) has been initiated to document investigation into the root cause and all corrective / preventative actions taken. The lot history record (lhr) was reviewed for this lot (1901219). There were no anomalies found related to this complaint. In addition, the lhr review verified that the device was manufactured in accordance with documented specification and procedures. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2019-00117 and 3005172759-2019-00118.